Event description:
The top module (tmod) of the back-up dual drive console (ddc), for a ventricular assist device patient shut down when it was unplugged from ac power to be moved. The tmod only operted while on ac power. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A service technician was dispatched to the center and serviced the driver. No further information is available.